Event description:
It was reported that a patient sustained hyperpigmented lines to the face following treatment with a lumenis ultrapulse laser. It was further reported that the patient was being treated at a different facility for follow-up care. A photograph of the patient's reported current condition was provided.

Manufacturer narrative:
Reasonable attempts were made to obtain information from the patient including the name of the treating facility and device operator so that an investigation of the event report could be completed. The patient was unwilling to divulge this information; therefore, lumenis is unable to complete an investigation the information provided to make a determination of cause. Lumenis was unable to confirm that a lumenis device was used in the initial treatment of the patient. Unknown user facility.